Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported battery test fail alarm. The customer's blood glucose was unknown. Customer reported that blood glucose is normal, didn¿t require medical treatment. The customer complained that the pump occurred battery test fail alarm. They change battery and battery cap. It¿s no use. The pump has been out of warranty. The insulin pump will not be returned for analysis.